Manufacturer narrative:
(B)(4). Report source - foreign: australia. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was in need of repair for unknown reason. It was later found that the unit had a bent comb and required straitening and repair. The unit also had a comb shaft thread that was damaged. There was no patient involvement. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the unit had a bent comb and the comb shaft thread was damaged. The comb and comb shaft were replaced and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.